Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for device change out. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted and replaced with no complications. The patient was in great condition.